Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 97791, product type accessory.  Analysis of the lead 977a260 (B)(4) found a reliability non-conformance. The stimulation lead body conductor was broken at the injex anchor site.

Event description:
Information was received from a consumer via a manufacturer's representative regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient has had multiple falls so they weren't sure which one caused the lead to move and fracture. The impedances showed >40000 on all electrodes; 8-15. X-ray showed the lead moved down one level. The patient had the leads replaced on (B)(6) 2016. No symptoms were reported.

Event description:
On (B)(6) 2016 (B)(4) (con,rep) information was received from a consumer via a manufacturer's representative regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient has had multiple falls so they weren't sure which one caused the lead to move and fracture. The impedances showed >40000 on all electrodes; 8-15. X-ray showed the lead moved down one level. The patient had the leads replaced on (B)(6) 2016. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.